Event description:
Additional information received from a manufacturer representative reported the patient's implantable neurostimulator (ins) was reprogrammed and their symptoms were improved.

Event description:
A consumer¿s family reported the consumer was implanted with deep brain stimulation (dbs) due to parkinson¿s disease. The consumer had a cough and could some time ago and felt pain at the location of the implantable neurostimulator (ins) on (B)(6) 2016. The consumer wanted to check reservation at the hospital. There was not a 50% or greater reduction in symptoms. Unknown if any troubleshooting was done or if cause was determined. An appointment to have the consumer programmed was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.